Manufacturer narrative:
The tandem t:slim pump user guide indicates to use only use u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. The customer changed the cartridge, infusion set and site. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. Reportedly, the customer was using humalog u200 in the cartridge.